Manufacturer narrative:
The device was not returned for analysis. Sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the vessel locator wings would not retract, and the safety release mechanism was not used. It was reported that the vessel locator wings would not retract, and the safety release mechanism was not used. It should be noted that the starclose instructions for use (IFU), states: if resistance is met upon removal of the device, follow the steps below to remove the device. Locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible ¿click¿ should be heard. Check that the number ¿3¿ exits the number window completely and the thumb advancer is freed from the locked position. In this case, the use of the access ports/ safety release mechanism could have assisted in device removal; however, would not have directly contributed to the reported vessel locator would not retract. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the severely scarred right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional angiogram and ballooning procedure. Reportedly, the vessel locator wings would not retract. The safety release mechanism was not used to remove the device. The device was removed from the patient anatomy. No tissue damage to the artery was noted. The starclose clip achieved hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.